Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
One of 2 reports - other mfg report number: 3004170064-2017-00002. It was reported by the patient, an uncomfortable feeling with primatrix in left leg. Appears hard, rock like and square shape imprint. Remains implanted. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on june 7, 2017. Results: device has been implanted and will not be returned for evaluation, therefore failure analysis cannot be performed. DHR review; lot number not specified, therefore DHR review cannot be completed. Complaints history; complaint occurrence rate: one complaint of (B)(4) units sold from april 2016-april 2017 results in an occurrence rate of (B)(4). Conclusion: device has been implanted and will not be returned for evaluation, therefore root cause analysis cannot be performed.